Event description:
The therapist reported that the patient was not being ventilated and appeared blue and went asystolic. The therapist performed CPR on the patient, and the patient recovered. The patient was placed back on the device for twenty minutes and the device functioned normally. The therapist then chose to transfer the patient to another ventilator.